Event description:
N/a.

Manufacturer narrative:
Updated fields:b3,b4,d9,e1(telephone),g3,g6,h2,h3,h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had system failure issue while device was in preventive maintenance. There was no patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - g2. The failure analysis and testing department received the following parts associated with this complaint - solenoid driver board, power supply, vent valve. These parts were received with a reported unit failure as follows: power supply - power supply not reading battery voltage, solenoid driver board not activating k6a, k7 and k8, vent valve - k6 not venting. The failure analysis and testing department conducted a visual inspection and found the parts to be in good condition, except the power supply which was extremely dusty inside. The fat department installed solenoid driver board into the cs300 test fixture and tested the solenoid driver board to factory specifications per the cs300 service manual. When the cs300 was turned on and booted up a system alarm was heard along with system failure on the display. The fat department was able to replicate that the solenoid driver board was not activating k6a, k7, k8. The solenoid driver board failed testing. The fat department then installed vent valve serial number n/a into the cs300 test fixture serial and tested the vent valve to factory specifications per the cs300 service manual. The fat department could not replicate the complaint of k6a not venting. The vent valve passed testing. The solenoid driver board was the cause of the failure. Component failure is the probable cause of the failure of the solenoid driver board. The fat department proceeded to install power supply into the cs300 test fixture and tested the power supply to factory specifications per the cs300 service manual. The fat department was able to replicate the complaint of the power supply not reading the battery voltage. The power supply failed testing. Probable cause of failure of the power supply is component failure. Retaining the parts in the fat department per procedure. Probable root cause solenoid control board: component reliability. Probable root cause k6a vent valve: component reliability. Probable root cause power supply: component reliability. The fse that discovered the issue isolated the failure to a defective power supply. The fse replaced the power supply assembly (0014-00-0033-05) but then observed a safety vent failure. The fse replaced k6a vent valve (0119-00-0170) which corrected the failure. During testing the fse observed k7, k8 k6a was not functioning. The fse isolated the failure to the solenoid drive board (0670-00-0639). The fse replaced the malfunctioning part to correct the failure. Pm was completed with full calibration, functional and safety checks per factory specifications. The safety disk as well as batteries were replaced as pm protocol. The unit was returned to the customer and cleared for clinical use.